Event description:
A 7 yr-old boy, was originally implanted on october 16, 1995. On november 7, 1997 advanced bionics rec'd a call from the center's audiologist informing the co that the pt was at the ctr because he was unable to obtain link between the internal and external components of his sys. It appears that although pt had been experiencing intermittent link in the weeks preceding the ctr visit, his sys remained functional. Several attempts at achieving link were made by the ctr's audiologist, including a change-out of the external equipment, but she was unable to obtain link. Revision surgery occurred on december 8, 1997.

Manufacturer narrative:
Device eval consisted of the following: a review of the device history record (DHR) visual examination, x-ray examination, and electrical testing. The case was found to be cracked. The cracked case allowed the intrusion of fluids into the ics cavity resulting in electrical failure. Refer to attached device failure analysis report. Visual examination: cracks were noted on the front side and back side of the ics case. The electrode was intact and in good condition. Electrical testing: electrical testing when the device was rec'd verified that link could not be established. This testing was performed with a pcit. Conclusion: the failure of this ics is attributed to the cracked case and loss of hermetic seal. The cracked case allowed the intrusion of fluids into the ics cavity resulting in electrical failure. No impact to the implant area was reported by the pt or his parents. Corrective action: the ceramic case used in this device was mfg using the isopress mfg process. Advanced bionics has determined that cases mfg using the isopress process are less resistant to impact damage than cases mfg using the injection molding process. Because of previous instances of case damage in the pediatric population. Advanced bionics has terminated the usage of cases mfg using the isopress in favor of cases mfg using the injection molding process. Advanced bionics has also developed and implemented a screening procedure to assure that case lots accepted possess uniform minimum case strength to increase their ability to withstand the greater impact levels experienced by the pediatric population.